Manufacturer narrative:
Patient information is not available for reporting. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/(510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail antirotation-ii (pfna-ii) surgery performed on (B)(6) 2017, reported five (5) pfna-ii blades could not be locked because the desired compression which is supposed to be achieved has not been achieved. This report is for one (1) pfna-ii blade l90 tan. This is report 4 of 5 for complaint (B)(4).